Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the 1.1mm drill bit/mqc for threaded hole/56mm (p/n: 03.130.202, lot #: f-28234) was returned and received at us cq. Upon visual inspection, it was observed that the device was broken at the portion proximal to the tip. No other issues were identified with the returned device. The complaint condition was confirmed for the 1.1mm drill bit/mqc for threaded hole/56mm (p/n: 03.130.202, lot #: f-28234). There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot part number:03.130.202. Synthes lot number: f-28234. Supplier lot number: n/a. Release to warehouse date: 07jan2020. Expiration date: n/a. Manufactured by synthes gmbh. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot, part number:03.130.202, synthes lot number: f-28234, release to warehouse date: 07jan2020, manufactured by synthes gmbh. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hand fracture procedure on (B)(6) 2020, the tip of the 1.1mm drill bit was broken and had to be extracted.the case was completed by removing plate and reopening of the fracture to retrieve the tip of the drill bit. The fracture was re-reduced then the plate and screws were replaced with the use another drill bit. There was a surgical delay of unspecified minutes reported. There was no patient consequence.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hand fracture procedure on (B)(6) 2020, the tip of the 1.1mm drill bit was broken and had to be extracted. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).